Manufacturer narrative:
This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacturer's facility in january 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured at the (B) (4) facility.

Event description:
A customer reported three incidents in which the pulsavac plus was non functional and the battery pack became hot. No injury or adverse consequences were reported to be associated with these incidents.